Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited loss of capture (loc) and high capture thresholds on the left ventricular (lv) lead. Subsequently, the crt-d was explanted and the lv lead was capped. Both of these products were replaced. No additional adverse patient effects were reported.